Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "it was reported that the patient had revision due to native patella not done during primary total knee. Surgeon stated he would resurface patella and change poly. There was no surgical delay doi: unknown / dor: (B)(6) 2024 / affected side: left knee". The product was not returned to depuy synthes, however photos were provided for review. See (B)(4) ad 9 feb 2024. Review of the photographic evidence revealed the front side of the pfc sigmarp cv tb/in s4 10.0. Light scratches can be observed all over the surface most likely due to the implantation and explantation process. No signs of a device non conformance were observe on the provided photo. The overall complaint was not confirmed as the observed condition of the pfc sigmarp cv tb/in s4 10.0 would not contribute to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the patient had revision due to native patella not done during primary total knee. Resurface patella and changed poly. There was no surgical delay. Doi: unknown. Dor: (B)(6) 2024. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.